Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that about 2 months ago they started having trouble wetting the pants and they couldn't make it through the night and the doctor took the old one out. Caller mentioned that they had a car wreck a year ago and they did a scan on them and didn't find anything serious. Caller stated that they were real vague on the dates because their memory was fading fast. They added that they changed it out and they were trying to work out some time in the schedule to get it to tune it up or something but they didn't have a car or driver's license to get to their appointments and they have to wait until one of their child have time to take them. Redirected to healthcare provider (hcp) for further guidance on their settings. Patient reported the old device stopped working and they had to replace it. Agent documented no further action.